Event description:
Per the clinic, the patient experienced an infection at incision site (date not reported) which was patient treated with IV antibiotics (specific date and duration not reported). Subsequently, the patient was hospitalized on (B)(6) 2023. During the admission, the patient underwent a surgical procedure on (B)(6) 2023 in order to open the wound for cleaning and packing. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.